Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device was kinked and detached from the delivery wire. During functional test, the reported stretch was not confirmed during analysis; however, the analysis results are consistent with the event. In the case of this complaint it is most likely that the coil kinked during manipulation of the coil against friction and then detached from the delivery wire while it was being re positioned during use. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Therefore, assignable cause of procedural factors was assigned to the prematurely detached coil.

Event description:
Based on the investigation review it was reported the coil (subject device) was prematurely detached inside the patient. There were no clinical consequences to the patient.